Event description:
It was reported that during a t2 proximal humeral surgery, the radiolucent drill bit stalled in the attachment. It was also reported that the surgery was completed successfully by freehand technique. It was further reported that there was no pt injury and no delay to surgery as a result of this event.

Manufacturer narrative:
The drill bit subject to this investigation was returned to the MFR for eval, it was visually confirmed that the gear on the radiolucent drill bit was damaged. The returned drill bit was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.